Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator. The reason for call was caller stated that it started burning on their implant site and there is an open wound and infected. Caller also stated that their is a hole and from that hole they can see the implant it self. Caller also added that this was going on for 9 months and they had to take antibiotics but it won't heal. Agent redirected the caller to their managing hcp for further assistance as we cannot provide any medical assistance.